Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient is in a lot of pain and it seems to be getting worse. Caller stated the pain started as soon as they woke up and stood up this morning. Caller added that if they are in a sitting position it is relatively comfortable even though they can still feel it; if they stand up it is extremely painful. Patient had put the ins into MRI mode to turn the stimulation off, because the stimulation made it worse. The patient was redirected to their healthcare provider to further address the issue. Agent advised they reach out to implanting healthcare provider (hcp) first, and reviewed role of manufacturer representative (rep). Patient mentioned while going through the menu, their 'check position' info was not accurate for their current position - showed upright, but patient was sitting; agent reviewed that info may not update while stimulation is turned off. Patient called back and repeated previously documented information. Patient added that it almost feels like the implant itself is larger than it was before. Patient stated they went to a hospital yesterday and were there for 10 hours before they finally gave up and said the patient had to go somewhere else. Patient stated the hospital took 1 scan and they saw a doctor for 5 minutes after that and then a different type of scan was done and they never got the results of that, but rather a nurse came in and said they don't know anything about the devices and the patient should contact implanting hcp. Patient stated they called implanting hcp this morning and was redirected to the manufacturer. Patient confirmed they did not speak with their hcp directly. Patient noted their controller showed stimulation was on and in group c; agent attempted to have patient turn off stimulation using stim on/off button however patient was unable to locate button so agent had patient place device into MRI mode to turn off stimulation. Agent redirected patient to hcp and advised patient to clarify with their office that the pain was at the implant site itself and not the stimulation therapy, although patient did note that increasing the stimulation made the pain worse. The patient (pt) provided the device serial number and implant date. The pt reported the cause was they fell and it caused bruising and pain. Steps taken were visiting the emergency room (ER) on 2025-jul-16 and followed up with another spine/joint facility. Pt checked in with their hcp and had x-rays that determined the implant was 'inverted.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported all is fine.